Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was exhibiting premature battery depletion (pbd). The battery of this device went from 6.5 years remaining to three years in just one year. A request was made to have data from this device analyzed. Data analysis confirmed pbd. The diagnostic data was reviewed, and it confirms the power consumption of this device has been increasing during the past year. Device replacement was recommended. To date, this device remains in service. No adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field d4: model number.

Event description:
It was reported that this pacemaker was exhibiting premature battery depletion (pbd). The battery of this device went from 6.5 years remaining to three years in just one year. A request was made to have data from this device analyzed. Data analysis confirmed pbd. The diagnostic data was reviewed, and it confirms the power consumption of this device has been increasing during the past year. Device replacement was recommended. To date, this device remains in service. No adverse patient effects reported. Additional information was received indicating that the patient will be check again in three months.

Event description:
It was reported that this pacemaker was exhibiting premature battery depletion (pbd). The battery of this device went from 6.5 years remaining to three years in just one year. A request was made to have data from this device analyzed. Data analysis confirmed pbd. The diagnostic data was reviewed, and it confirms the power consumption of this device has been increasing during the past year. Device replacement was recommended. Additional information was received indicating that the patient will be check again in three months. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field d4: model number. The return of the product was requested. If the product is returned, product investigation will be performed, and - complaint would be updated upon analysis completion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field d4: model number. The return of the product was requested. If the product is returned, product investigation will be performed, and - complaint would be updated upon analysis completion. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker was exhibiting premature battery depletion (pbd). The battery of this device went from 6.5 years remaining to three years in just one year. A request was made to have data from this device analyzed. Data analysis confirmed pbd. The diagnostic data was reviewed, and it confirms the power consumption of this device has been increasing during the past year. Device replacement was recommended. Additional information was received indicating that the patient will be check again in three months. Subsequently, this device was explanted. No additional adverse patient effects were reported.